Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that: a dhs/dcs coupling screw (338.20 lot 6640606) failed intra-operatively. All fragments were retrieved and the procedure was successfully completed without patient harm or surgical delay. The returned instrument was examined and the complaint condition was able to be confirmed as the threaded portion of the tip was broken off. No definitive root cause was able to be determined; however the failure mode is typically associated with the application of off-axis loading. It is likely that a large off-axis load was applied to the coupling screw which led to the instrument¿s failure at the point where it interfaces with the screw. The design is adequate for its intended use and did not contribute to this complaint condition. The failure mode can be associated with method of use rather than a design deficiency. The instrument was received broken, therefore the complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not provided by reporter. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 6/22/2011, part #: 338.20, lot#: 6640 (non-sterile) - dhs/dcs coupling screw. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a dhs coupling screw broke during surgery on (B)(6) 2015. No further information was provided. The event occurred when the sales consultant left the room to obtain a piece of equipment needed for the surgery. The breakage occurred at the threaded end of the coupling screw, the reason remains unknown. All fragments were retrieved; procedure was successfully completed with no patient harm and no time delay. This report is 1 of 1 for (B)(4).